Event description:
Livanova deutschland received a report about multiple error messages "venous clamp defective" related to the an essenz electronic venous clamp (evo), displayed on the relative essenz hlm console. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz electronic venous clamp. The incident occurred in the united states. A livanova field service technician dispatched on-site confirmed the device malfunction and the error message ¿vc defective.¿ to solve the issue, the venous clamp was replaced with a new unit. The functional verification tests were performed successfully and the unit was released to the customer in full working order. Cockpit event logs were provided for analysis and confirmed the error 2551 associated with the header ¿vc defective¿. This error code 2551 indicates that the motor of the venous clamp (vc) is defective. A device service history review was performed and identified that the affected clamp was manufactured in 2024, and no other similar events have been reported, nor has a concerning trend been detected. Based on the investigation findings, it is reasonable to trace the root cause of the issue to a faulty electro-mechanical component of the venous clamp motor. The wearing of electro-mechanical device can be originated by the specific use conditions at customer site that may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.